Event description:
Please refer to the initial-report.

Manufacturer narrative:
The logbook of the affected carina ventilator was available for the investigation. From the logbook entries it can be seen that on (B)(6) 2019 at 10:59 am the ventilation started, and was stopped at 3:48 pm by switching to standby. The logbook does not contain any entry or error code during this period, which indicates a technical problem of the device. During this period the following alarm were generated visually and audibly: "disconnection / leakage" 55 times, "mv low" 11 times and "paw low" 53 times. The carina is a ventilator for the treatment of patients who are in stable condition and need diagnostic and invasive measures, but no intensive care. If a leakage greater than 60 l/min or disconnection occurs, carina first alarms "disconnection / leakage high!" With a low priority. In this case, the ventilator only provides a constant flow for detection of a reconnection. After expiration of the user-set delay time tdekonn, the high-priority alarm "paw low !!!" Is generated. If the significant leakage has been reduced or a reconnection has taken place, the carina automatically continues ventilates with the previous ventilation settings. Based on the available information we come to the conclusion that the ventilation of the patient was impaired due to high leakage or disconnection. The ventilator recognized the situation and alarmed visually and acoustically. There is no indication of a device malfunction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a patient has been harmed while using the device. The device reportedly did not ventilate for about one minute. Furthermore, dräger received the information that the patient has died. However, it could not be said whether this was due to the incident or the general health condition.